Manufacturer narrative:
Initial.

Event description:
It was reported that during a first supply change, the user introduced air into the cartridge, causing the plunger to extrude from the bottom of the cartridge, after which the agent provided guidance and the supply change was completed without further issue. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and successful completion of the supply change with user education. Investigation included troubleshooting with the user and instructional review on correct supply change steps. Investigation of this case revealed user handling error during cartridge preparation that led to air introduction and plunger displacement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user technique during cartridge handling was the likely cause.